Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Age/date of birth was updated with the correct year of birth. Device MFR date was update with the actual device mfg date. Was updated with the correct patient codes and device code.

Event description:
Customer's caregiver reported the customer was unable to test due to his/her adc blood glucose meter turning on with button press but not with test strip insertion. It was further reported that on (B)(6) 2018 the customer looked pale and lost consciousness. A healthcare professional administered sugar water, and a reading of 32 mg/dl was obtained on an unspecified meter in the customer's residence. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to test due to his/her adc blood glucose meter turning on with button press but not with test strip insertion. It was further reported that on (B)(6) 18 the customer looked pale and lost consciousness. A healthcare professional administered sugar water, and a reading of 32 mg/dl was obtained on an unspecified meter in the customer's residence. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did power on with button depression and with strip insertion. A port issue was not observed. Control solution testing was performed and all results were within range specification and no errors were observed during control solution testing. The complaint is not confirmed.

Event description:
Customer's caregiver reported the customer was unable to test due to his/her adc blood glucose meter turning on with button press but not with test strip insertion. It was further reported that on (B)(6) 2018 the customer looked pale and lost consciousness. A healthcare professional administered sugar water, and a reading of 32 mg/dl was obtained on an unspecified meter in the customer's residence. There was no report of death or permanent injury associated with this event.